Manufacturer narrative:
Form code: f77772. These events were reported to FDA on (B)(6) 2017 within a retrospective summary report. The FDA approval number for this summary report is e2016027. The total number of events being summarized for product code lwp is 3179, including the 3500a event and events detailed. This retrospective review was performed following our firm¿s change in medical device reporting criteria. These reports represent events with alert dates in the two years prior to that change in reporting criteria. Product event summary: analysis could not confirm the reported event. However it was noted that the lower case was broken, one bail cover was broken and the ring was bent. For use by user facility/importer(devices only) (B)(4).

Event description:
It was reported that the sensitivity was off and the sensitivity knob needs to be repaired. The device was returned for servicing. No patient complications have been reported as a result of this event.